Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via social media the tampons stay half way when inserted, and when removing the plastic applicator it comes with the cotton falling apart before being able to have one stay in place. No injury was reported.